Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No sticking button noted. The insulin pump had minor scratches on the display screen, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the down arrow button on the insulin pump became stuck. He stated that he was trying to put in his carbs and the numbers started running. The blood glucose reading was 212 mg/dl. He could not recall any significant event leading to this keypad issue. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.